Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the tabletop illuminator would not ignite.

Manufacturer narrative:
The company service representative examined the system and the problem reported was not duplicated. However, there was an issue with the rfid port staying illuminated when the probe was removed. As a preventative measure the illuminator module along with the light bulb were replaced. The system was then tested and met all product specifications. The system was manufactured on may 16, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).